Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient was experiencing pain at the ins site when the patient would sit or walk. The patient informed the hcp that therapy works well to control their symptoms. There were no falls or injuries that would have contributed to the patient's pain. The hcp indicated that the ins site was low and the patient was sitting on the battery which seemed to cause the battery to shift around in the pocket causing tenderness and discomfort when touched. The hcp tested impedances and were found to be within normal ranges. Battery life was reported to be good and the patient was getting good stimulation coverage along with good symptom relief. The patient's hcp decided to move the pocket up so that the patient would not sit on the battery. The hcp decided to use 2 suture holes to place non-absorbable sutures to hold the battery in place and prevent the battery from slipping back into the original pocket. The hcp also closed the space in the old po cket. The hcp reported the issue as resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.